Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was under delivering because customer had high blood glucose after changing infusion set. The customer blood glucose level was 218 mg/dl at time of incident and the current blood glucose level was 389 mg/dl and treated with insulin pen. The customer was assisted with troubleshooting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.